Event description:
It was reported that patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and doing well post operatively. The explanted device was kept by the facility.

Manufacturer narrative:
Event date: exact date unknown, event occurred in approximately six months ago.